Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, ¿patient had tube inserted on tuesday on (B)(6) 2024. She mentioned she was a bit sick the day after the procedure. In the following days, she noticed that the tube seemed to be turning, and she stated that the side where you put the tablets in was sticking up, and side with the balloon was facing down, which it shouldn't have been. The tube was coming up her throat, along with the attached wire and she began choking on it. She didn't touch/pull it and rushed to a&e (accident and emergency). In hospital, they secured the tube to the side of her mouth so that she wouldn't choke on it, and they eventually made the decision to remove the tube completely. The patient currently does not have a tube in place¿the patient mentioned that she is quite small and slight and thought that might have contributed to the turning.¿ the doctor is ordering the patient a new tube. The patient was reported to be well.

Manufacturer narrative:
The device history record for lot 30218084 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 15 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.